Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The software was reloaded. Once the software was reloaded, it was further noted that suction was not functioning as expected. The tubing was replaced. No report of patient involvement.

Event description:
The hospital reported a failure that affected mechanical ventilation. There was no report of patient involvement.